Event description:
It was reported that the patient received anti-tachycardia pacing and shock due to a possible atrioventricular nodal reentry tachycardia episode. It was also reported that the atrial lead was undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.